Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user could not visualize insulin delivery on the ilet graph while experiencing elevated glucose, though the ilet report showed rising glucose with insulin being delivered; troubleshooting included confirming cgm 269 mg/dl and bgm 230 mg/dl, manual entry of 230 mg/dl into the ilet, review of recent infusion set change, consideration of a tubing flow check by disconnecting at the cannula, and follow-up outreach. Symptoms included hyperglycemia without ketone testing, medical intervention, assistance, or alerts for prolonged high glucose. Outcomes included no hospitalization, no emergency treatment, and no use of backup therapy. Investigation included device data review and user-guided troubleshooting. Investigation of this case revealed no device alarms, insulin was reportedly delivered, and the cause of the high glucose remained unclear without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.